Event description:
It was reported to covidien in 2009, that a customer had an issue with a feeding pump. The customer reported that the pump was set at 35ml/hr and the feeding bag was full (at 500ml). At 6am the next morning, she found her daughter unresponsive/deceased and the bag completely empty.

Manufacturer narrative:
Submit date: 10/28/2009. An investigation is currently underway. Upon completion, the results will be forwarded.